Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of backup vvi was confirmed in the laboratory. The device was interrogated and was found in backup vvi mode with defibrillation therapy enabled (bdfo). Review of the device image indicated that the device entered backup mode after two rf communication interrupt overflows occurred within a short period of time as the device attempted to communicate with the remote monitoring unit. The cause of the rf communication interrupts was an rf chip anomaly.

Event description:
It was reported that the patient contacted the clinic due to a vibratory alert. Merlin.net transmission showed that the ICD was in back up vvi mode. Patient also received inappropriate therapies. A device download was attempted several times but were unsuccessful. The ICD was explanted and replaced. The patient was fine after the surgical procedure.